Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump support ongoing for a 63-year-old male patient admitted in with non-st-segment elevation myocardial infarction (nstemi) and planned surgery. The pump was placed but due to poor positioning against the mitral prompted removal. The pump was removed and replaced by intra-aortic balloon pump (iabp).

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. The root cause of positioning issue was most likely patient condition since the patient had a horizontally positioned heart and an aneurysmal aorta.